Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported the patient never received pain relief from the pump. Since the time of implant the patient had experienced a lack of relief of symptoms and intermittent withdrawal symptoms. Residual drug volumes were correct at the time of refills. A rotor study and dye study were normal. The drug used in the pump was baclofen 800 mcg/ml at a dose of 199.94 mcg/day; prialt 8.0 mcg/ml at a dose of 1.999 mcg/day; and fentanyl 50 mcg/ml at a dose of 12.496 mcg/day. No specific symptoms of withdrawal were reported. The device was explanted and replaced in 2008. The patient recovered without sequela.